Manufacturer narrative:
Report source (other): (B)(6). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a sigmoidectomy with anastomosis of the thick intestine plus liberation of adherences, at the time of performing the anastomosis the device did not close and the staples remained open. The knife blade still cut, but no staples were fired. The surgical time was extended by thirty minutes or more. Around 200cc of blood were lost, plus the anastomosis was performed again. Hysterectomy was performed to prevent a permanent impairment of a function.